Manufacturer narrative:
Received a picture showing a cassette inside a plastic bag. Received one (1) used list #142730490 plum 150 ml burette set. As received no damage or anomalies were observed. The set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and a test infusion was performed. No issues were noted during priming. Additionally, no cassette errors, occlusion alarms, or air-in-line alarms were generated and no restrictions were noted. The complaint that the IV solution could not drip down could not be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 6/14/2024.

Event description:
It was reported a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in generated a no flow event during patient use. The reporter stated, "IV solution could not drip down." The quantity affected is 1 and the sample is available for return. A sample picture is available showing the product involved in plastic packaging. The tubing was replaced, and therapy resumed without any further problems. There was patient involvement, but no one was harmed.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.